Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Engineering evaluation of this issue could not verify whether there was any system malfunction. The root cause could not be determined due to insufficient information. We requested the case logs multiple times; however, the logs were not provided. Should information be provided at a later date, this complaint will be reopened and the evaluation results will be recorded. The cause of the reported issue was traced to user technique.

Event description:
Surgeon missed a screw low after placing 3 good screws.